Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and blockage was found in the cartridge. Customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 55 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.